Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, automatic mode switch (ams) due to noise was noted on the atrial lead. No intervention has taken place at this time and the patient was stable with no adverse consequences.